Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-mar-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was in disconnected mode. A field service engineer stated that the machine was back online and in remote support services mode. The customer resolved an issue related to the network port and station back online. The system functioned as intended after the field service engineer assessed the device.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es auxiliary tower was in disconnect mode and the device was offline. The customer reported that there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.